Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. (B)(4).

Event description:
Customer reported he received the following results with 2 different vials of test strips and the same meter within 4 minutes: 180 mg/dl (aviva system 1) and 97 mg/dl (aviva system 2). No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.